Event description:
The ventilator was reported to be inoperable. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb) due to series of error codes. The ventilator passed expended self tests (est), short self tests (sst), performance verification tests (pvt) and all calibrations. Ventilator passed all performed tests per the manufacturer's specifications.